Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had delivery anomaly and went to emergency care for high blood glucose. Customer treated with bolus, but blood glucose was still not going down. The customer's blood glucose at the time of incident was 177mg/dl. The customer's current blood glucose was 108mg/dl. Customer's symptoms were nausea and vomiting. During urgent care visit doctor was unsure, possibly stomach virus, customer's blood glucose was 130mg/dl when checked. Customer was wearing the insulin pump. Customer stated no alarm was noted. Customer did not have tubing clamps to perform high pressure test. Advised customer to change entire set, reservoir and insulin.